Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a driveline infection. One of the swab cultures from the intervention date showed positive culture of finegoldia magna. This was the first positive culture since the onset of the driveline infection. The patient was treated with frequent driveline exit site dressing changes and regular swab cultures. Since the onset, the infection was being managed with antibiotic vacuum therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.